Manufacturer narrative:
A review of tickets did not identify an increase in complaints related to falsely elevated potassium (k) results and no trends for the customer's reported issue for the ict diluent, lot 60311un17. Return testing was not completed as returns were not available. The customer reported that the sample was not hemolyzed. A review of labeling was found to adequately advise the customer on ict sample analyses including: sample preparation, troubleshooting and resolution of results related issues. The architect c803168 logs were reviewed and multiple error code 3375 [aspiration errors] were noted to have occurred close to the suspect potassium results. Error code 3375 is generated by the instrument when an aspiration error occurs on a sample, suggesting that the sample was insufficiently prepared prior to analysis. Based on sample calculations performed by the instrument during measurement, the ict reference solution measurements before and after the suspect sample potassium measurement, are stable. The sample shows a higher than expected sample read voltage. Based on the complaint data and this investigation, no product deficiency was identified for ict diluent, lot 60311un17 or the architect c803168 analyzer.

Event description:
The customer reported a falsely elevated potassium (k) result on one patient. The results provided were: initial 6.5/ repeated = 4 and 4 / run 10x = 4 mmol/l. There was no reported impact to patient management. There was no additional patient information provided.